Event description:
Purchased food and female hygiene products from my local (B)(6) grocery store food chain and the products have been maliciously tampered with again, over and over again. The female carefree panty liners burn my female area and have a distinct stink smell to it, like it has been intentionally adulterated. The same with the always pads from the manufacturing plant. The same with their corn chips and their bean dip. I am sick now from the food again, but it is getting worse. There needs to be a criminal investigation with a department that cannot be intimidated, adulterated by other government agencies. The female hygiene products that go into or on your most sensitive and private parts stink like some kind of hormonal human biologicals have been put on it. I could do a test of my own while also video taping it to show other people what has been happening with the air quality analyzer and the marquis chemical corrosive for chemicals testers. It will not be pretty like before. This is being intentionally done not to just me, but other people just don't realize what is going on because they are buying exactly the same products and eating the same food. No one could be doing it just for me, it is also in the air and the people, the public are breathing the same exact air as I am breathing, etc. It burns and stings the female area way into the next days and very well could be causing other health problems and conditions like my kidney infection and possibly more for all I know.